Event description:
The end user was reportedly treated for smoke inhalation when the oxygen concentrator caught fire and caused extensive property damage to the end users home. The end user reported that the nasal cannula was removed and placed on the concentrator and static electricity caused the concentrator to explode, at which point fire ensued. The fire was extinguished and the end user received medical attention.

Manufacturer narrative:
Submission of this MDR, under this part does not constitute an admission that the device and/or any employee, caused or contributed to the reportable event.